Event description:
It was reported that during preparation for a subclavian artery stenting procedure, a stent dislodgement occurred. As the physician was preparing the 7.0x30x135cm express vascular ld premounted stent system, the stent "was removed from the balloon" outside of the patient. No patient complications were listed and the patient's status was reported as "stable". The product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).